Event description:
It was reported that while preparing for an esophageal dilatation procedure, the device was noticed to be kinked and damaged. A cre 18-20mm 8cm f/g balloon catheter had been selected to treat the target esophageal stricture. During procedure preparations, the device was removed from its packaging and noticed to be "kinked and damaged". The device did not come into contact with the patient. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "fine".